Event description:
It was reported during device change out for normal eri, externalized conductors were observed via fluoroscopy. No electrical anomalies were detected. Lead was capped and replaced. No adverse consequences were reported.